Manufacturer narrative:
The returned device was evaluated and blood was observed on the adhesive pad. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising. The cause of the reported bleeding/bruising could not be conclusively determined. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to between 300 mg/dl to 500 mg/dl. In addition the patient reports they experienced bleeding at the pod infusion site (leg). As treatment, the patient received a manual shot of insulin.